Manufacturer narrative:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) appeared to be pixelated. He believed it had to do with the graphics card or the main board. He had already tried swapping out the monitor and cables, but the issue appeared to follow the cns tower. He confirmed there was no interruption in patient monitoring activities. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) appeared to be pixelated. No patient harm was reported.